Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device was not returned therefore a conclusion cannot be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the jaw on the ultrasonic surgical device broke while using the device inside of the patient. The issue was found during a therapeutic laperoscope excision of accessory uterus. An x-ray was performed post procedure, where no findings of the device were left inside of the patient, and it was confirmed that the broken jaw was found on the floor. There were no reports of patient harm.